Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a possible lead fracture or ventricular tachycardia rhythm. Review of the carelink transmissions revealed that the patient was in ventricular tachycardia. Shocks were delivered and failed. The patient was receiving emergency care. No further patient complications have been reported as a result of this event.